Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient's weight would not be provided. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 11-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was getting their implant replaced today due to normal eos (see pe (B)(4)). It was reported that while trying to insert one of the leads, the healthcare provider (hcp) was having difficulty. It appeared the last contact was bigger than normal, likely due to flattening from the set screw. Technical services recommended using sterile non-ionized water and for the hcp to use torque and try to inch the lead in. Follow-up was initiated to determine if the doctor was able to insert the lead and the rep indicated that they were somewhat able to insert it. They stated that they got it in, but contacts 8 and 15 were not seated correctly. The doctor elected to keep it as is because there was not programming on those electrodes. No further complications were reported/anticipated.